Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient was undergoing endovascular treatment of an abdominal aortic aneurysm with a system of gore® excluder® aaa endoprostheses featuring c3® delivery system. It was reported that after successful deployment of a trunk-ipsilateral leg component and two contralateral leg components, post-implant ballooning using a coda balloon was performed. A second ballooning was reportedly performed in the proximal neck to ensure apposition of the trunk-ipsilateral leg component to the aortic wall. Reportedly, during this second ballooning, the patient¿s aorta ruptured just below the renal arteries. It was reported the balloon was fully within the proximal end of the endoprosthesis when the rupture occurred. Reportedly, two balloon inflations were performed prior to rupture, but it is unknown if the inflation volume was within the manufacturer¿s instructions for use, significant blood loss (amount unknown) was reported and a transfusion of blood products (amount unknown) was administered to the patient. The patient was immediately converted to open surgical repair of the rupture. In order to perform renal artery bypass, a dacron graft was sewn to the proximal end of the trunk-ipsilateral leg component. Reportedly, nothing about the patient¿s anatomy caused or contributed to the rupture, the exact cause of the rupture is reported to be unknown.